Event description:
Boston scientific crm received information that this lead dislodged when the patient tried to sit up. During the revision procedure, the physician nicked the lead and had to explant it. A new lead was successfully implanted. There are no adverse patient effects reported. The implant date was not made available.